Event description:
It was reported that when the user went to disconnect the tubing from the clogged manifold the neptune sprayed him in the face. This event occurred during a total shoulder replacement. The event did not cause any harmful effects to the pt and did not cause any delays. There were no adverse consequences and the user did not require medical intervention.

Manufacturer narrative:
The manifold was disposed of by the account, so it is not available for eval. The event investigation is ongoing. This record will be updated when the investigation is completed.